Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the limb. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at normal pressure, the balloon ruptured. The device was removed without any issues and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was good.